Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during specimen removal in bilateral salphingo oophorectomy laparoscopic procedure, the bag of the device was partially detached from the ring just after pushing out from the introducer, before putting in the specimen. Another device from different manufacturer was used to complete the case. There was no patient injury.